Event description:
It was reported that due to scarring, dr (B)(6) brought the pt to the operating room to do lysis of adhesions. While examining the implants he noticed that the low profile tray was loose. He then made the decision to replace the loose tray.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.